Event description:
Pt had a central line trifusion catheter placed on (B)(6) 2013. The catheter's clamps broke requiring the catheter to be replaced on (B)(6) 2013. This is not the first time the pt has had to have his catheter exchanged due to broken clamps. Lot number is currently unavailable. Several similar cases have been submitted to the FDA via the maude form.